Event description:
It was reported that the lead was removed due to dislodgement.

Event description:
The customer reported that the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The ventilator was returned to the factory for evaluation. Review of the ventilator event log confirmed a vent inop due to a pressure sensor failure during operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The damage found was sustained during the surgical procedure.